Event description:
In 2009, pt reported her blood glucose would go up when she changed her infusion site. Pt stated, she spoke with her educator about the issues. Educated pt that she should change the infusion set every two days. Pt reported, she has been wearing them for a week. Pt stated she has not received any error messages. Pt reported, she is no longer using this type of infusion set; is going to try a different infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested

Manufacturer narrative:
No product will be returned for eval.